Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 12 atms on the initial inflation. The lesion being treated was very calcified, 98% stenotic lesion in a minimally tortuous mid rca. The maverick otw balloon cathter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good', no patient injuries or complications were reported.